Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: device: endo gia curved tip reload with tri-stap. Doctor was performing a video assisted thoracoscopic procedure, right upper lobectomy, one of the disposable supplies - staple cartridge "misfired" when it was removed from the patient after deploying. There were staples left on the cartridge instead of all being delivered to the tissue. This was on the bronchus. Ultimately the doctor converted to an open thoracotomy to repair a bronchus "leak." The staple cartridge was given to me this morning. There is no package information as multiple cartridges were opened and used during the procedure. Staff could not determine which one did not deploy fully. This information was given to me 2nd hand from the operating room staff there were involved in the procedure.